Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root cause of the issue was a defective mainboard. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: tf231014, tf431001, tf 485001 during start-up. Original complaint: during the switchon process selftest failed and several tf occured. The user said "there was a turbine failure message.

Event description:
The following was reported to hamilton medical ag: summary: tf231014, tf431001, tf 485001 during start-up. Original complaint: during the switch on process self test failed and several tf occured. The user said "there was a turbine failure message.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: no patient harm was reported. Investigation ongoing.